Event description:
Missing occlusion detection during bolus.

Event description:
As per supplemental report -001, the non-detection of occlusion in a specific configuration is a known embedded software issue and will be addressed in the next software release for correction. However, the software revision where this variable was detected is only present on devices that are released for production outside of the us. Devices produced and released in the us market contain a software revision where this specific variable is correctly initialized; testing performed on a device with this software revision did not reproduce the issue.

Event description:
Missing occlusion detection during bolus. Device history record could not be reviewed as serial number was not provided. Device log was not reviewed as not provided but a video of the issue was provided. The device was not provided for investigation however a video confirmed the issue. The non-detection of occlusion in a specific configuration is a known embedded software issue and has been addressed with (B)(4). This issue is planned to be addressed in the next software release for correction.